Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection identified a fiber body break. The connector had no defects. The fiber was received in two pieces. Microscopic inspection of the tip showed that it was degraded, due to use. The area of the break location showed the jacket had signs of melting. During functional testing, there was a bright round light seen existing the connector face; however, there was no aiming beam due to the fiber body break. The console read: treatment used: 0 treatment left: 1. A review of the device history record confirmed that the fiber met specification prior to release. Based on analysis results the interaction between the user and device, caused or contributed to the observed fiber damages and reported event. It is likely that procedural handling of the fiber during use contributed to the fiber body break. A partial body break or kink could have occurred during use, and when it was inserted into the scope, and then fired it led to the fiber break. In this case, additional information indicated that there was an issue with the scope in which a catheter was also inserted with the fiber. This unintended use likely causes the fiber to break, which in turn led to melting of the fiber jacket, leading to the burn on the physician's hand. The IFU states, warning - improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, or fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient.

Event description:
It was reported that the fiber snapped during a holep procedure causing a minor burn to the physician's hand and topical ointment was administered. The procedure was completed with another fiber without patient consequences. Further information obtained indicated that the user is experiencing issues with the scopes (non- bsc) used during procedure. The short-term solution with the scope issues was to insert a slim catheter into the working channel of the scope to prevent the laser rattling around during procedure. However, the working channel appears to be too large in diameter.

Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection identified a fiber body break. The connector had no defects. The fiber was received in two pieces. Microscopic inspection of the tip showed that it was degraded, due to use. The area of the break location showed the jacket had signs of melting. During functional testing, there was a bright round light seen existing the connector face; however, there was no aiming beam due to the fiber body break. The console read: treatment used: 0 treatment left: 1. A review of the device history record confirmed that the fiber met specification prior to release. Based on analysis results and information available, it is probable that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope, and fired it led to the fiber break which in turn led to melting of the fiber jacket. According to the device instructions for use (IFU) instruct to: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement.

Event description:
It was reported that the fiber snapped during a holep procedure. The procedure was completed with another of the same device. There was no reported permanent impairment or injury to the patient.

Event description:
It was reported that the fiber snapped during a holep procedure. The procedure was completed with another of the same device. There was no reported permanent impairment or injury to the patient.

Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection identified a fiber body break. The connector had no defects. The fiber was received in two pieces. Microscopic inspection of the tip showed that it was degraded, due to use. The area of the break location showed the jacket had signs of melting. During functional testing, there was a bright round light seen existing the connector face; however, there was no aiming beam due to the fiber body break. The console read: treatment used: 0 treatment left: 1. A review of the device history record confirmed that the fiber met specification prior to release. Based on analysis results and information available, it is probable that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope, and fired it led to the fiber break which in turn led to melting of the fiber jacket. According to the device instructions for use (IFU) instruct to: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement.

Event description:
It was reported that the fiber snapped during a holep procedure causing a minor burn to the physician's hand and topical ointment was administered. The procedure was completed with another fiber without patient consequences. Further information obtained indicated that the user is experiencing issues with the scopes (non- bsc) used during procedure. The short-term solution with the scope issues was to insert a slim catheter into the working channel of the scope to prevent the laser rattling around during procedure. However, the working channel appears to be too large in diameter.